Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump received replace battery now alarm. The blood glucose level was 56 mg/dl. Customer stated that this was the second occurrence of replace battery alarm without low battery warning. The product will not return for the analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Insulin pump trace download analysis confirmed the pump alarmed power error , low battery, and power loss alarm. The power management tool confirmed power error , low battery, and power loss alarm were triggered when the battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance . After disconnecting and reconnecting the internal battery connector , the pump was monitored and functioned properly. No unexpected replace battery now alarms noted. (B)(4).